Event description:
The account stated that the staff had a pt on o2 via nasal tubing and the pt lit a cigarette, causing the nasal o2 tubing to catch fire. The staff put out the fire with an extinguisher. Pt was burned on the face, chest and lower body.

Manufacturer narrative:
The tech cleaned and tested the bed. No problems found.